Event description:
It was reported that when using the bd pyxis¿ medbank mini, the drawer did not open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 8 did not open. The field service engineer (fse) found that medbank drawer 8 would not open. The back panel was removed, and no lights were observed on the control board. The module control board was replaced. Then fse worked with medbank technical support and configured matrix drawer 8. The drawer opened successfully, resolving the issue. The system functioned as intended after the field service engineer troubleshot the device.